Event description:
Users with write/update rights to network folders are able to access anatomic pathology results and potentially edit/delete them. Products and releases affected: sunrise laboratory version 648c, 650 and 3.0.

Manufacturer narrative:
Background: currently, anatomic pathology results along with lab data/templates are stored in word files outside of the (B)(6) laboratory database in a network directory/folder. Read/write permissions are usually granted to all (B)(6) laboratory users so they can access these templates and other required folders. However, users with write/update rights for this network directory/folder and knowledge of this folder location can access any file in this directory and potentially edit/delete these result files. The device is software and cannot be physically returned. We used our copy of the software for testing. Workaround: if any manual edits outside of the system do occur, they can be tracked by standard operating system directory features like "date created", "date modified", "author". Resolution: customers were notified by product advisory communication. This issue is being addressed in service pack 2 for version 3.0 scheduled for release on (B)(6) 2010. Customers will be advised to implement the service pack.